Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was 400 mg/dl at the time of incident. The customer did experience the symptoms such as nausea, vomiting, abdominal pain, and difficulty in breathing. Insulin pump passed high pressure test. Customer had been using insulin pump system with the 48 hours of high blood glucose event. The insulin pump will be returned for analysis.

Manufacturer narrative:
Software version 5.2a, retainer ring is black. Customer returned device for an alleged high bgs found on nov 23, 2021. Also, on (B)(4), svn number: (B)(6)- customer returned device for an alleged high or low blood glucose and sensor anomaly or calibrations not accepted found on (B)(6), 2021 and on (B)(4), svn number:(B)(6)- customer returned device for an alleged insulin leakage, loss of communication anomaly and high blood glucose found on (B)(6), 2021. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected calibrations not accepted or sensor errors or anomalies were noted during testing. No loss of communication anomaly noted. Device successfully downloaded traces and history file using thump. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor, vibrator assembly, battery tube assembly and reservoir compartment noted. Force sensor zero offset within specification (23.5 millivolts). The motor was tested outside of the device on the ngp stb3 and passed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay and a scratched case. Device passed all the required testing. The force sensor is within specification and the motor functioning properly. Unable to verify customer alleged for high or low blood glucose . Sensor anomaly or calibrations not accepted or loss of communication anomaly were not confirmed. During visual inspection, found no evidence of physical or moisture damage on the electrical board 1, electrical board 2, force sensor, motor, vibrator assembly, battery tube assembly and reservoir compartment noted. Insulin leakage was not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.